Event description:
It is the conclusion of the treating physicians and boston scientific, that a cardiac arrest suffered by an elderly patient three days after enteryx injeciton, was unrelated to the injection. However, due to the contemporaneous nature of the events, MFR felt it was approprite to report. Boston scientific was made aware, three weeks after a procedure to treat gerd with enteryx proudct, that the patient recovered routinely and was discharged home. The procedure was uneventful with a minimal number of injections and a routine amount injected. Three days after the procedure the patient suffered a cardiac arrest and died. All three doctors who were associated with the patient's screening prior to enteryx placement have reviewed the case and all are in agreement that they can see no association with the placement of enteryx and the patient's subsequent cardiac event. All three doctors agree that a cardiac arrest associated with the injection of enteryx, would almost certainly be associated with progressive symptoms, with a deteriorating condition prior to the cardiac arrest. According to the information gathered from the attending physician, based on his discussions with the spouse, the primary care physician and the emergency room doctor who treated the patient following the cardiac arrest, the patient was presumably well following the enteryx injection and was found suddently collapsed on the floor. Based on this information, it is boston scientific's conclusion that the death of this patient is unrelated to the injection of the enteryx product.